Manufacturer narrative:
No parts or files have been returned to the manufacturer for analysis.

Event description:
A medtronic representative reported that the o-arm mvs (mobile viewing station) is turning off sometimes will typing in the patient data. No patient present.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Several restarts of the mvs are indicated in the logs but no information specific to the reported error condition can be identified.